Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device replacement due to normal end-of-life (eol), the set screw of the device was stripped and the atrial lead was unable to be disconnected from the device. The atrial lead was cut and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received at elective replacement indicator (eri). No analysis could be performed on the atrial setscrew problem due to the atrial setscrew/connector block portions of the header were not returned for examination and analysis. The reported event of the atrial setscrew could not be untightened to remove the lead from the header was not confirmed.